Event description:
It was reported that the ICD could not be interrogated. An update indicates information about the involved lead which was therefore deemed reportable. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.